Event description:
Information received indicates the bed has no power due to corrosion on the power supply board.

Manufacturer narrative:
The account cleaned the power supply board to repair the bed.